Event description:
Patient had implant of a bifurcated device in 2008. Approximately one month later, patient complained of claudication. On one and a half months later, follow up angio revealed that the left common iliac was occluded. The patient was treated with angio jet; access with retrograde approach. Thrombus was still present, so a thrombolysis catheter was put in place; intended to stay in place and infuse the patient overnight. However, the catheter was inadvertently moved some time during the night and the vessel had re-occluded. The next day, a balloon was used, and the patient tolerated the secondary procedure well, was discharged the day after.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to lack of information, no conclusion can be drawn at this time.